Event description:
Hill-rom service mgr called and said that he was called by hosp biomed saying that they had smoke coming out of the controller. They reoved the pt from the incubator and sent the incubator to biomed engineering. No injuries to the pt.